Manufacturer narrative:
This report is being submitted as follow-up no. 2 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The anchor, suture, and collagen were found to have been deployed and had been tamped down. The black indicator on the suture was visible at the proximal end of the tamper tube. No damage or deformation to the device or the components was identified. The locator was also returned, and no damage was identified on the component. Functional testing was unable to be performed due to the condition of the returned device. The complaint can be confirmed for device pullout. The exact root cause cannot be determined. The likely cause is excessive tensile force on the suture. Functional testing was unable to be performed due to the condition of the returned device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor performed a peripheral procedure where angioplasty was performed on the left sfa (superficial femoral artery) the physician claimed the angio-seal device broke during deployment. The doctor then removed the device from the patient and closed the femoral artery with manual pressure. There was no injury to the patient. Manual pressure was applied for hemostasis. The procedure was a success. The blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. Additional information was received on 18october2021: the device did not break. The anchor did not catch inside the artery, the whole device came out of the patient. A right leg sticks up and over fixed the left sfa. The patient was fine. A pre-deployment angiogram was performed and the angio showed that it might have been a low stick. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A 6 french boston scientific super sheath was used. Additional information was received on 03novermber2021: terumo medical received an FDA medwatch report ##5104644: the event description states: "upon completion of the procedure, the terumo angio-seal was attempted. The device was attempted to be deployed by the md. The device wouldn't deploy and had to be removed.'